Event description:
It was reported that the spider 2 arm lost traction during a shoulder surgery. No delay was reported. A backup device was used to complete the procedure. No injury or complications were reported.

Manufacturer narrative:
Device received by manufacturer. Date device evaluation received. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed a defective solenoid valve. The complaint was verified and the root cause was debris within the solenoid valve. Manufacturing records show that the device was last released to distribution, as a service replacement, in (B)(6) 2016. There are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.